Event description:
Initial result for a pt bicarbonate was 47 mmol/l. When repeated, the result was 25 mmol/l. The incorrect result was not used to guide therapy. The field service rep could not find any malfunction of the system.